Event description:
Per the info provided to co the hosp, the device was removed due to a "malfunction". The MFR's records reveal that the pt was initially implanted on 3/4/91. A revision occurred on 12/2/92 (co file #92-0672, reported to the FDA through means of medical device report access#: m359134), whereby the pump and cylinder set only were removed and replaced. Upon receipt of the explanted prosthesis from the hosp, the pump and cylinder(s) only were returned. This would indicate to the MFR that the reservoir component, implanted on 3/4/91; remains inplace.

Manufacturer narrative:
In a returned questionnaire, the md indicated the following: the malfunction is reported as "tube broken at pump," at implant the md observed broken tubing, there were not any apparent circumstances noted that may have contributed to this occurrence, there was no any info apparent in the pt's history which may have contributed to this occurrence, this md did not perform the original implant, the device worked until the md saw the pt, as far as the md knew the pt used the device as instructed, this device was not damaged during the explant surgery. Additionally the md wrote,"note that tubing had broken from the pump. I did not do the original implant and not seen the pt till it malfunctioned." Two cylinders and the pump were received and evaluated by the MFR. The reservoir and connector was not received. An obvious anomaly/leakage site existed at the serialized strain relief of the pump. Leakage sites were also observed in each of the cylinder bladders. Microscopic examination of the leakage sites was performed. The cross sectional surfaces of the pump's serialized outlet were rough and irregular, indicating a tubing tear. The cylinder leakge sites showed bladder material that was discolored brown, had missing or moved material, and appeared melted, suggesting the cylinders contacted a hot instruments, such as a electrocautery unit. Based on the received info and qa's eval, qa concludes that three areas of leakage existed with this device. Based on the duration of implant, the apparent hot instrument damage occurred during or subsequent to explant surgery, and therefore are not related to the pt's complaint. The tubing tear at the pump's serialized outlet was caused by stress(es) experienced by the device while invivo, and was the cause of the reported malfunction.